Event description:
The customer reported via phone call that the back up insulin pump sustained a crack near the esc button that ran behind the back of the insulin pump. The customer stated that the insulin pump had been placed into a strong box, and the box had been moved around, leading to the damage. The customer's blood glucose was 137 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window and a protruded or loose drive support disk.